Event description:
It was reported a hole in the box and the packaging. The packaging was not opened.

Manufacturer narrative:
Method: a review of the device history records, including packaging and shipping was performed and no anomaly was found. Results: the complaint device was returned to the MFR. A visual inspection of the returned product was performed and confirmed that the whole packaging of the product is damaged. Conclusions: the investigation is still on going. A follow-up report will be submitted after completion of the investigation.